Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 31 mg/dl at the time of admission, and 58 mg/dl at the time of the call. The customer used food, juice, and was given liquid glucose to treat. The customer was wearing the insulin pump during the incident. The hospital staff thought the pump was over delivering. Troubleshooting was completed and the customer believes the pump is working fine. The customer had some dental work done and was on antibiotics before the incident. The insulin pump will not be returned for analysis.